Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration / left essure device appears to have migrated mildly into the uterus"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, autoimmune thyroiditis and ovarian cyst. Concurrent conditions included heavy periods, night sweats, hypothyroidism, uterine bleeding, lightheadedness and vaginal bleeding. Concomitant products included levothyroxine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of dyspareunia ("dyspareunia"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), dental caries ("tooth decay"), menometrorrhagia ("excessive & irregular periods"), the second episode of dyspareunia ("pain during sex"), groin pain ("pain in groin area only while sitting"), back pain ("unexplained lower back pain"), feeling abnormal ("brain fog"), cyst ("cysts"), dysmenorrhoea ("abdominal pain during periods"), polymenorrhoea ("periods occurring 2x's per month") and thyroid disorder ("negative affect on thyroid gland") and was found to have weight increased ("severe wt. Gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, autoimmune disorder, uterine haemorrhage, pelvic pain, abdominal distension, tooth disorder, alopecia, dental caries, menometrorrhagia, weight increased, groin pain, back pain, feeling abnormal, cyst, uterine leiomyoma, dysmenorrhoea, polymenorrhoea and thyroid disorder outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, back pain, cyst, dental caries, device expulsion, dysmenorrhoea, fallopian tube perforation, feeling abnormal, genital haemorrhage, groin pain, menometrorrhagia, pelvic pain, polymenorrhoea, thyroid disorder, tooth disorder, uterine haemorrhage, uterine leiomyoma, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: insertion details - in left fallopian tube, there were 8 coils visible. In right fallopian tube, there were 6 coils visible fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: thyroid disorder, dyspareunia, hair loss, weight gain, dental caries. Amendment: the report was amended on 07-mar-2019 for the following reason: pt of menstruation delayed updated to polymenorrhoea. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration / left essure device appears to have migrated mildly into the uterus"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, autoimmune thyroiditis and ovarian cyst. Concurrent conditions included heavy periods, night sweats, hypothyroidism, uterine bleeding, lightheadedness and vaginal bleeding. Concomitant products included levothyroxine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia/pain during sex"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), dental caries ("tooth decay"), menometrorrhagia ("excessive & irregular periods"), groin pain ("pain in groin area only while sitting"), back pain ("unexplained lower back pain"), feeling abnormal ("brain fog"), cyst ("cysts"), dysmenorrhoea ("abdominal pain during periods"), polymenorrhoea ("periods occurring 2x's per month") and thyroid disorder ("negative affect on thyroid gland") and was found to have weight increased ("severe wt. Gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, autoimmune disorder, uterine haemorrhage, pelvic pain, dyspareunia, abdominal distension, tooth disorder, alopecia, dental caries, menometrorrhagia, weight increased, groin pain, back pain, feeling abnormal, cyst, uterine leiomyoma, dysmenorrhoea, polymenorrhoea and thyroid disorder outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, back pain, cyst, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, groin pain, menometrorrhagia, pelvic pain, polymenorrhoea, thyroid disorder, tooth disorder, uterine haemorrhage, uterine leiomyoma and weight increased to be related to essure. The reporter commented: insertion details - in left fallopian tube, there were 8 coils visible. In right fallopian tube, there were 6 coils visible fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: thyroid disorder, dyspareunia, hair loss, weight gain, dental caries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration/left essure device appears to have migrated mildly into the uterus"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and autoimmune thyroiditis. Concurrent conditions included heavy periods, night sweats, hypothyroidism, uterine bleeding, lightheadedness and vaginal bleeding. Concomitant products included levothyroxine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of dyspareunia ("dyspareunia"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), dental caries ("tooth decay"), menometrorrhagia ("excessive & irregular periods"), the second episode of dyspareunia ("pain during sex"), groin pain ("pain in groin area only while sitting"), back pain ("unexplained lower back pain"), feeling abnormal ("brain fog"), uterine haemorrhage ("abnormal uterine bleeding"), cyst ("cysts"), dysmenorrhoea ("abdominal pain during periods"), menstruation delayed ("periods occurring 2x's per month") and thyroid disorder ("negative affect on thyroid gland") and was found to have weight increased ("severe wt. Gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal distension, tooth disorder, alopecia, dental caries, menometrorrhagia, weight increased, groin pain, back pain, feeling abnormal, uterine haemorrhage, cyst, uterine leiomyoma, dysmenorrhoea, menstruation delayed and thyroid disorder outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, back pain, cyst, dental caries, device expulsion, dysmenorrhoea, fallopian tube perforation, feeling abnormal, genital haemorrhage, groin pain, menometrorrhagia, menstruation delayed, pelvic pain, thyroid disorder, tooth disorder, uterine haemorrhage, uterine leiomyoma, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: insertion details - in left fallopian tube, there were 8 coils visible. In right fallopian tube, there were 6 coils visible fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: thyroid disorder, dyspareunia, hair loss, weight gain, dental caries. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.